Manufacturer narrative:
Citation: zheng c et al. Case presentation: implantation of cardiac resynchronization therapy pacemaker via the coronary sinus in a patient with triple valve replacement. Bmc cardiovasc disord. 2018 feb 21;18(1):37.(B)(4). Epub 2018 feb 21. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with a history of rheumatic valvular heart disease, permanent atrial fibrillation and triple mechanical valve replacement. Fourteen years following the triple valvotomy, the patient underwent tricuspid valve replacement again with implant of a medtronic bileaflet prosthesis (suspected to be an open pivot mechanical valve; serial number not provided). Two days following the procedure, the patient developed sudden cardiac arrest with electrocardiographic monitor recording atrial fibrillation and complete heart block with repeated episodes of torsade de point secondary to the long qt interval and subsequently a non-medtronic permanent pacemaker was implanted. No additional adverse patient effects or product performance issues were reported.